Manufacturer narrative:
Internal file number -b)(4). Initial reporter sent report to FDA.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device. Attachment: sus voluntary medwatch report mw5069966.

Event description:
Sus voluntary medwatch report mw5069966 received stating: during procedure, balloon ruptured. No additional information was received.